Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge became dislodged from the pump when customer removed the pump.there was no adverse impact to customer's blood glucose level. Reportedly, the customer reloaded the cartridge and resumed insulin therapy.